Event description:
It was reported that the patient presented for follow up with an episode of ventricular tachycardia (vt) recorded by the implantable cardioverter defibrillator. The episode was treated with antitachycardia pacing (atp) three times. However, vt episode were initially categorized as supraventricular tachycardia, which caused a slight delay in therapy due to morphology mismatch. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional information: d4 and h4.